Event description:
It was reported that a patient underwent a spinal procedure at l4-l5 via posterior lumbar interbody fusion (plif) and cortical bone trajectory to treat spondylolisthesis. It was reported that the dura seemed to be damaged (possible durotomy). The procedure was continued without any further incident.

Manufacturer narrative:
(B)(4): the hardware was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.